Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which revealed a black particle embedded on the welded cassette. The particle measured 0.30 mm which is within the product specification of maximum allowance. An underwater pressure test at 8 psi was performed and no abnormality was observed. Therefore, sample analysis did not identify nonconforming product. The product met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign matter was noted in a homechoice cassette. This occurred before use. A new product was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.